Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported sensor with lot number 15dar had "intermittent good waveform, then flatline". No consequences or impact to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed continuity tests due to a broken green conductor at the detector solder joint assembly. The sensor was tested with a known good device. Moderate motion (swing back and forth) was applied to the sensor end, however, no probe-off reading was observed and an error message was displayed. A review of the lot information was performed and there were no previous reported issues related to this reported event.